Event description:
(B)(4). Vaginal hysterectomy w/ bilateral salpingectomy scheduled 09:30:00 (B)(6) 2016 at (B)(6) with dr (B)(6). Per pre-op consult with dr (B)(6) 2016, dr (B)(6) declined my request to take abdominal radiographs stating she will see what to remove during surgery. She did not recommend abdominal surgery, rather laparoscopic with removal through the vagina.

Event description:
(B)(4). Essure devices implanted in both tubes. Procedure pain was 10 of 10. I've never been pregnant. I can feel the devices inside at all times. Chronic abdominal pain level since procedure varies from 2 of 10 to 8 of 10. Pain after intercourse is severe 9 of 10 for up to 12 hours after, and less severe pain lasts 48-36 hours. Occasional metallic taste in mouth. Weight gain and abdominal bloating since procedure.